Event description:
The reporter states that the accu-chek softclix lancet device was not fired prior to the lancet protruding past the cap with this event. She does state that it could have occurred at a prior time and she just noticed the lancet protruding past the cap now. No actions taken or treatment rendered based on the lancet device issue. No accidental stick or adverse event reported. New lancet device with lancets sent and return requested.